Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: sporadic breakouts") and allergy to metals ("nickel allergy."). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain, adverse event, vaginal haemorrhage, menorrhagia, rash and allergy to metals outcome was unknown. The reporter considered abdominal pain, adverse event, allergy to metals, back pain, device dislocation, menorrhagia, rash, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Discrepancy noted regarding essure removal - as per pfs essure removal not done. Discrepancy in essure implant date: (B)(6) 2014 & (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 26-oct-2018: plaintiff fact sheet received: patient detail updated. Product information updated. Lab data updated. New events vaginal bleeding, menorrhagia, rash, nickel allergy were added. Essure date of insertion updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration'), uterine haemorrhage ('abnormal bleeding (general), uterine') and genital haemorrhage ('abnormal bleeding (general), uterine') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: sporadic breakouts") and allergy to metals ("nickel allergy."). The patient was treated with surgery (robotic single site hysterectomy,bilateral salpingectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, genital haemorrhage, abdominal pain, back pain, adverse event, vaginal haemorrhage, menorrhagia, rash and allergy to metals outcome was unknown. The reporter considered abdominal pain, adverse event, allergy to metals, back pain, device dislocation, genital haemorrhage, menorrhagia, rash, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Discrepancy noted regarding essure removal - as per pfs essure removal not done. Discrepancy in essure implant date - (B)(6) 2014 & (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: confirming full occlusion of fallopian tubes; on (B)(6) 2014: (as per mr) apparent complete bilateral fallopian tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : events added- abnormal bleeding (general), uterine bleeding. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device) and surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in 2014. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation and uterine perforation to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.